Event description:
It was reported that during a prostate procedure using the laser device a "failure code 160 appeared at beginning of case"; "after restarting laser, error still appeared" with a pt on the table. The case was cancelled. There was no report of pt injury.